Event description:
A berman angiographic catheter was inadvertently used instead of the intended balloon wedge catheter, resulting in a ruptured pulmonary artery during an outpatient procedure. Patient required multiple interventions to sustain life & ICU admission, however ultimately expired. Both catheters have similar packaging and appearance & are manufactured by same company (arrow/teleflex). Concern for risk of recurrence at other institutions due to similarity in packaging & device appearance. Pt code: 2152. Device codes: 4081, 2958, 4001. Ref report: mw5181976.